Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location. The tip thermocouple and magnetic sensor read as an open circuit during electrical testing, consistent with the fracture in the shaft material, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging. This was determined to be design related.

Event description:
This report is to advise of a fracture that was noted during analysis.